Event description:
It was reported that the arctic sun device was not maintaining temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter full phone number provided: (B)(6), the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Equipment passed all tests. No error code observed. Arctic sun passed all tests successfully. The equipment will be released. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. Initial reporter full phone number provided: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not maintaining temperature. Per follow up information received via mail on 21apr2025, no patient involved.